Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was in the 200's (mg/dl), which was addressed with a correction bolus. The contact was able to load a new cartridge successfully and resume insulin delivery.